Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/26/2015 with the following findings: the battery compartment was observed to be cracked in the thread and case seal areas: the reported issue was confirmed. The following findings are related to the reported issue: evidence of moisture ingress was found inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.